Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to a fracture. During the procedure, it was noted the correct size tibial bearing was unavailable from the loaner set. The initial tibial bearing was reimplanted in order to complete the procedure. Patient was further revised on an unknown date due to infection. All components were removed and replaced with cement spacer molds.

Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to a fracture. During the procedure, it was noted the correct size tibial bearing was missing from the loaner set. The initial tibial bearing was reimplanted in order to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown; PMA/510(k) number; manufacture date ¿ unknown.